Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device a s of the date of this report. This report is filed (B)(4) 2013.

Manufacturer narrative:
This report is filed (B)(4) 2013.

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new device on (B)(6) 2013. (B)(4).

Event description:
Per the clinic, the patient experienced a (B)(6) infection around the implant side. Treatment with antibiotics was attempted; however, the issue could not be resolved. The receiver/stimulator was found to have extruded out of the skin.explantation is planned but has not taken place at the time of this report (B)(6) 2013.

Manufacturer narrative:
(B)(4): implanted device remains.